Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the operation went smoothly during a concealed penis lengthening procedure. The patient then used a synthetic absorbable surgical suture to suture the skin but half of the needle broke in the skin. The broken needle was difficult to be found in the skin so an x-ray was taken. After the location was determined, the broken needle was found and removed. The operation was then continued. It was stated that surgical time was extended sine it took about 50 minutes from the breaking of the needle to the removal of it.